Manufacturer narrative:
As received, the device was above eri. Charge timeout was confirmed in the device image. Testing with laboratory high voltage capacitors attached to the device, found the device to function normally. The high voltage capacitors were sent to manufacturer for analysis, but a root cause could not be determined due to the condition of the high voltage capacitors.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator (ICD) had delivered an alert for the capacitor charge time out. The charge time was tested in the clinic, an attempted maintenance was tried, it failed once and second time was interrupted. The third time, the capacitor was able to be charged, the charge time was too long. The patient's ICD was explanted and replaced on (B)(6) 2021. The patient was stable before, during and after the procedure.